Event description:
The facility reported an infusion pump with condition of battery will not hold charge. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.